Event description:
The customer contacted stryker to report that their device power converter board was bad. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The device was unable to power on in ac mode only. However, device functioned normally with a known good dc battery. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined. Correction: executive summary, b5 on initial MFR report #0003015876-2022-00793 indicates: the customer contacted stryker to report that their device power converter board was bad. Executive summary, b5 on initial MFR report #0003015876-2022-00793 should indicate: the customer contacted stryker to report that their device was not powering on.

Event description:
The customer contacted stryker to report that their device power converter board was bad. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.